Event description:
It was reported that non-sustained post-paced t-wave oversensing was observed on the right ventricular lead during follow-up. Programming changes were made.

Event description:
New information received indicated that another occurrence of non-sustained post-paced t-wave oversensing was observed on a stored egm through remote transmission. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).